Event description:
The customer was just released from the hosp. It was stated that the customer was taken to the hosp. The customer indicated that they were at work when they started to feel tired, their chest started hurting and it was difficult for pt to breathe. Their legs and arms also started hurting. The customer mentioned that they are not sure how bgs were, but they took two "shoots" before the admission. The dr informed that the customer was on a ketoacidosis reaction. The customer stated that they noticed that the cannula was bent, however, because of their work they need to bend down very often and performs a lot of heavy lifting.